Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, one (1) tube leaked from a crack in the bottom of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. A visual examination of the photos revealed damage; the tube appears to have a damaged bottom. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, one (1) tube leaked from a crack in the bottom of the tube. No adverse impact was reported regarding the patient or user.